Event description:
It was reported the patient had fallen and bruised her left rib three days after a lead replacement procedure. X-rays indicated the lead had migrated. Follow-up information identified the patient underwent a lead replacement procedure on (B)(6) 2012. The patient had effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.